Event description:
Endo tracheal tube became dislodged and pt desaturated. Rn attempted to remove et tube and the tube holder, but found resistence. Attempted to bag pt over tube but unable to get satisfactory seal. Attempted to remove tube holder again. When tube holder "lollipop" was removed it was discovered that large portion of earlobe was adhered to sticky surface of "lollipop". Pt was stablized.